Manufacturer narrative:
As no further information is expected, this investigation is complete. This report will be updated should further information become available.

Event description:
It was reported that this pacemaker was suspected of exhibiting premature battery depletion. Data analysis determined the battery was using an increased power consumption due to increased atrial sensing. Possible treatment options were provided and the device remains in service. No adverse patient effects were reported.